Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in pt's right eye. The lens was removed due to insufficient vault. The incision was not enlarged and no suture was used. Lens was exchanged for a longer lens. The reporter stated the incident was due to pt's anatomy. See MFR # 2023826-2011-00471 for left eye.

Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).